Event description:
The customer reported that the unit was rebooting.

Manufacturer narrative:
(B)(4): the customer reported that the unit was rebooting. The unit was evaluated locally, and it was found that the internal data card had malfunctioned. Replacement of the internal data card resolved the failure.